Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-may-2021. The most recent information was received on 26-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage') in a female patient who had essure (batch no. C36390-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), nervous system disorder ("functional neurological disorder"), back pain ("back pain"), neck pain ("neck pain") and arthralgia ("shoulder pain"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, nervous system disorder, back pain, neck pain and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, genital haemorrhage, neck pain and nervous system disorder with essure. The reporter commented: patient's current status: hysterectomy awaiting recovery. Lot number c36390 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage') in a female patient who had essure (batch no. C36390) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), nervous system disorder ("functional neurological disorder"), back pain ("back pain"), neck pain ("neck pain") and arthralgia ("shoulder pain"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, nervous system disorder, back pain, neck pain and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, genital haemorrhage, neck pain and nervous system disorder with essure. The reporter commented: patient's current status: hysterectomy awaiting recovery. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.